Manufacturer narrative:
Seven (7) actual samples were received for evaluation. Visual inspection was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date was sometime in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) homechoice cassettes had dust inside the cassette itself. The patient found this when they removed the cassette from the overpouch. The patient used a new set of cassette from different lot number and were able to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.